Manufacturer narrative:
The actual device and photos of the sample were provided for evaluation. Visual inspection was performed on the actual sample and a hole in the y-connector was observed. Visual inspection of the photo indicated the location of the leak from the y-connector. Functional leak testing of the actual sample was performed and a leak from the y-connector was identified. The reported condition was verified. The cause of the condition was due to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a control-a-flo extension set leaked at the position of the y-shaped dosing port (injection site). This was observed during patient infusion with a rituximab injection by gravity. There was no report of patient injury or medical intervention associated with this event. No additional information is available.